Manufacturer narrative:
The engagement of the unvisal adapter pin was very difficulty. Customer was using the universal adapter pin which was designed for use with IV bottles. Testing was completed using tubing list #13504 which is designed for a vial. An infusion test set for variable mode, phase 1 to infuse for 15 minutes at 4ml/h, phase 2 to infuse for 15 minutes at 19ml/h, and phase 3 to infuse for 2 hours 41 minutes at 18ml/h ran within specifications.

Event description:
Underdelivery reported. The pump was set to deliver 50 ml of respigam at a variable rate as follows: 4ml/hr for 15 minutes, 9 ml/hr for 15 minutes, 18ml/hr for the remaining volume. Home care nurse states the pump display indicated delivery of 51.7 mlso the infusion was stopped by the family. When the nurse later checked the system, there was still 12.5ml left in the respigam container. There were no reported adverse effects to the pt.